Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. According to information from our field service engineer, it turned out that the problem was with two expiratory cassettes. Both expiratory cassettes were replaced and the ventilator was put back into service. The replaced parts are not available for examination. There were no further problems with the ventilator. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).